Manufacturer narrative:
Investigation summary. The device was not received. Without the return of the device, any probable cause could not be determined. Without a serial number, no history could be reviewed.

Manufacturer narrative:
The device has been requested to be returned for evaluation- it has no been received. The investigation is pending.

Event description:
The event occurred on an unspecified date and involved an unspecified infusion pump. The reporter stated they have had multiple patient incident reports indicating pumps shutting down in the middle of infusion. There was patient involvement and unknown adverse event.